Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 2.0x12mm nc trek neo balloon dilatation catheter (bdc) from the packaging, the coil dispenser was noted to be kinked. When the bdc was removed from the coil dispenser, the proximal shaft was kinked and then separated at the kinked location. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.